Manufacturer narrative:
(B)(4). This event occurred in (B)(6).

Event description:
The customer received questionable ise indirect na, k, ci for gen.2 results for two patients and a questionable c-reactive protein (crp) result for one of the patients. Of the data provided, only the crp results were discrepant. The initial crp result was 0.05 mg/l and the repeat result was 0.15 mg/l. No erroneous result was reported outside of the laboratory. There was no allegation of an adverse event. The reagent lot number and expiration date were requested but were not provided.

Manufacturer narrative:
For the issue with the ise indirect na, k, ci for gen.2 results, the investigation was unable to find a definitive root cause.

Manufacturer narrative:
For the issue with the crp results, the investigation was unable to find a definitive root cause. As qc was acceptable on the day of event, there was no general issue with the assay or materials.